Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.(B)(4).

Manufacturer narrative:
The insulin pump was received with unresponsive buttons due to corroded keypad traces. No button error alarm noted. The insulin pump has cracked case on display window corners, minor scratched lcd window, cracked reservoir tube lip, broken belt clip slot and cracked battery tube threads.

Event description:
Customer's husband reported that the insulin pump returned a button error alarm. Caller reported that the insulin pump was stuck with the number 89 on the screen and none of the keypads were responding. Caller stated that the insulin pump returned a battery life shortened message, and after replacing the battery, the button error occurred. Customer did not recall any significant events leading up to the error alarm. Blood glucose level was 233 mg/dl at the time of the call. No further information was provided.